Event description:
With the help of angled glide catheter, the anterior tibial artery was catheterized. This catheterization was performed with a v 18 wire which was advanced further, and we were able to cross the segment of 100% occlusion in the midsegment part of the anterior tibial artery. Intraluminal position was confirmed. Next a 2 mm balloon was advanced over the v 18 wire down to the level of occlusion however we were not able to cross this balloon through the occlusion. As a result we did perform balloon angioplasty for approximately 3 minutes just proximal to area with occlusion started. Once that was done, we again attempted to cross the 2 mm balloon however it was not possible. As a result, first 1.25 mm and then 1.50 mm coronary balloons were advanced which were able to cross the lesion. Inflation was performed for a 8-10 atmospheric pressure for about 3 minutes. Once this was done, completion angiogram was performed and noted about 75% restoration of the lumen. Given its calcific nature we decided to stop and finished our procedure. We also did a completion angiogram and established that we still had good two-vessel runoff down to the foot with anterior tibial artery and the posterior tibial artery. Now we attempted to remove the 5 french sheath. The sheath dilator was placed and then sheath was pulled back however after it has been withdrawn up to the mid sfa the sheath will not come out. Further pulling caused the sheath to break into half and the rest of it was retrieved through the right groin access site. X-ray image showed that distal half of the sheath was still in the superficial femoral artery. FDA safety report ID # (B)(4).